Manufacturer narrative:
Philips investigated this complaint. Philips has confirmed with the customer that the patient had pre-existing medical conditions of cerebral infarction and poor muscle strength on the right side. The planned coronary procedure was not started on the date of the incident. Despite the good faith effort performed by philips, no information has been provided to philips on the final patient outcome. Philips has confirmed that the customer was using a leather cover over the mattress of the ad7 table. This cover enveloped almost the entire philips mattress (top and bottom). This cover was not provided by philips. When a cover is used, philips cannot guarantee the fixation of the mattress to the tabletop. Philips has not been able to confirm the exact cause of the fall. The fall occurred during the preparatory phase of the procedure and was not observed by the or team. Philips informed the customer that in order to secure the patient philips provides additional patient fixation like patient straps and ratchet compressors, as described in the instructions for use (9896 002 02285) page 2.41. Based on the investigation results, philips has concluded that there was no malfunction of the system. Consequently, philips has closed this complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during the preparation phase for clinical procedure, the patient fell off the operating room table, causing a laceration and a cerebral hemorrhage. The patient received treatment for both injuries. Philips has started an investigation for this complaint.